Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to tibial baseplate being loose. Surgeon explanted the baseplate and articular insert. Femur was well fixed and left in-situ. Patient outcome is unknown. No additional information provided at this time. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted the patient underwent a revision approximately 6.5 yrs post implantation. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Some potential causes could include but are not limited to traumatic injury, abnormal motion over time or patient medical history. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to tibial baseplate being loose. Surgeon explanted the articular insert. Femur was well fixed and left in-situ. Patient outcome is unknown. No additional information provided at this time.